Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas generated an alert 38 indicating a motor stall with consecutive stalled motor events, after which the user performed a restart, completed a dry run to 120 units, changed supplies, and successfully resumed delivery; the user had observed blood glucose readings in the 300s and administered subcutaneous insulin via backup therapy, with guidance to temporarily disconnect to avoid insulin stacking. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.